Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc).

Event description:
It was reported that during the thoracoscopic lobectomy, when severing pulmonary vein, after fired, noted staples malformed with irregular shape. The patient was bleeding (about 200 ml blood), used suture to oversew to stop bleeding . The surgery delayed about 30 minutes. The patient is stable and in the hospital now. Patient consequences were not reported.